Manufacturer narrative:
(B)(6). Date of event: unknown. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tulip popped off of the matrix screw. On (B)(6) 2014 the surgeon performed a minimally invasive transforaminal lumbar interbody fusion (tlif) from a mini open incision on the left posterior side. The levels involved were l4-l5. The surgeon implanted a vertebral spacer tr, 10x30x10mm and used four 6.0mm titanium cannulated matrix polyaxial screws, four titanium matrix locking caps, and two 5.5mm titanium curved rods 35mm. During the one month post-op follow-up visit, the surgeon took x-rays, date unknown. The surgeon noticed the head of one screw came off and the spacer has migrated. The surgeon decided to leave the devices implanted and no revision surgery is scheduled. The patient status is listed as neurologically intact and there is currently no treatment scheduled. The surgeon will observe the patient for further / future needs. There was no reported complaint of pain, nor any other pathological issues reported. This is report 2 of 2 for (B)(4).